Event description:
It was reported that this right ventricular (rv) lead was discovered to be dislodged shortly after the initial implant. The physician decided to reposition this lead. This lead remains in service. No additional adverse patient effects were reported.